Event description:
The device was used during a laparoscopic colectomy. The ring sprung open during insufflation and broke when the surgeon attempted to dial down. Another was used to complete the case. There was no consequence to the pt.